Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod not delivering insulin. No malfunction or other product condition that would have contributed to reported hyperglycemia was found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient endured elevated blood glucose (bg) levels while wearing the pod longer than 48 hours on the arm. Patient consumed tacos and delivered the suggested bolus, however, bg became elevated and he could taste metal. Thereafter, patient reported feeling better, therefore, ate dinner. Again, despite delivering the suggested bolus amount, patient tasted metal and was urinating approximately once an hour. Subsequently, an emergency room visit was made and patient was diagnosed with "high blood sugar" and recorded a bg of 600 mg/dl. Treatment included 3 bags of saline that were delivered via intravenous therapy. Patient was discharged at 3:00am the following morning. It should be noted that patient was seen by two physicians, neither of which provided any prescriptions or made any changes to the personal diabetes manager's (pdm) basal rate delivery.